Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. On 01/19/2017: certified diabetes specialist follow up with the customer. The customer reported that had not observed any bent or kink in the cannula and checks for scar tissue prior to inserting site.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus. The customer's blood glucose (bg) levels were in the 350mg/dl range and a correction bolus via the pump was delivered to address the bg levels. Additionally, the customer received an incomplete temp rate and incomplete bolus alert. The customer reported clearing the alarms and alerts. The customer declined to troubleshoot and stated would follow up with the certified diabetes specialist. The customer reported that would continue to use the pump until replacement arrived.